Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the powered vascular stapler fired and knife wouldn't return, the manual bailout was used. Surgeon believes resident delayed in removing finger to return knife. He opened the lever and brought back knife. Opened device and staple line was as it was supposed to be - with no damage or consequence. Staple line was complete after firing, therefore used another stapler to complete the case as intended.